Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was that the controller hadn't worked that great since they've had it. Patient stated that today they couldn't get the implanted neurostimulator to charge and that they plugged the controller into the ac power supply, however the controller wasn't powering on at all. Agent walked pt through troubleshooting steps. Pt saw recharging good indicated and then recharging excellent indicated. Pt said that the recharger antenna paddle had to be directly touching them so they couldn't wear a shirt when recharging the ins. Pt said that they were afraid to move since recharging excellent was indicated and they didn't want to lose the excellent connection. The troubleshooting steps that were taken on the call resolved the issue. Additional information was received from the patient. It was reported that the patient called back the next day and stated that since they were implanted, they had been having a little trouble with charging regarding finding excellent recharge quality. The patient said they called about it before. The pati ent had been resetting the controller and plugging the cable back in. The patient spent the whole weekend trying to charge. The patient got the ins to charge once and then had to charge the controller, and went to charge the implant again and could not do it. It kept saying poor recharge quality. The patient had their shirt up and pants down. On the call, the manufacturer's patient services specialist (pss) had the patient use the equipment. The patient got poor recharge quality. Pss had the patient do passive recharge mode to help them find the best spot. The patient was able to get good recharge quality, but a few seconds later it went back to poor. No patient symptoms were reported. A replacement recharger was sent out.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.